Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off multiple times while connected to a power source. The customer reported no interaction with the wake button when the pump shut off. The customer's blood glucose level was 156 mg/dl. The customer had manual injections available as alternate insulin therapy.